Event description:
A report was received that a physician claimed that the use of the product in the hospital operating room to disinfect the cystoscope caused the cancer condition of the patient to worsen. The initial diagnosis was cancer of the bladder grade iii met invading submucosa. Bcg administered with tumor not recurring and negative follow-up biopsies. Turp performed and 6 weeks later patient presented with obstructive renal failure with tcca invading trigone and obstructing both ureters. Patient underwent radical cystectomy and is in stable condition.